Event description:
The customer's parent called and reported a weak battery alert was received on the insulin pump and the buttons were not working. The insulin pump also alarmed with a button error. Customer's blood glucose was 274 mg/dl. No significant events leading to the keypad issues and button error alarm were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No weak battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked case at the reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.